Manufacturer narrative:
(B)(4). The analysis found that one sc45a device was returned in good visual condition and with one ecr45w cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was fired on the pulmonary vein at the fourth firing. The surgeon carefully took the target tissue into the jaw to avoid clamping the tissue too much. The target tissue was clamped with the proximal part (2/3) of the jaw and fired. After the firing, a part of the cutting edge opened and bleeding occurred from the site. The amount of the bleeding was 50cc. "Astriction" was performed and the site was ligatured to stop the bleeding. The deployed staples seemed to be b-formed shape. Reinforcement material was not used. There were no adverse consequences to the patient.